Event description:
It was reported there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Technical services (ts) confirmed the device data shows power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Technical services (ts) confirmed the device data shows power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported. Subsequent additional information received stated that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Technical services (ts) confirmed the device data shows power consumption is increasing in a gradual fashion. Device replacement was recommended. Currently the device remains in service. There were no adverse patient effects reported. Subsequent additional information received stated that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was explanted and replaced with a new device. No additional adverse patient effects were reported. The product was retained by the hospital.